Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007, during which a perforation occurred. The cause of the perforation is unknown. After the procedure, the patient became septic and required a bowel resection. Fourteen inches of small bowel was resected and thermal injury to the bowel was noted.